Event description:
It was reported that the left ventricular lead was in the main coronary sinus (cs) and pacing the atrium. An attempt was made to remove the lead but it did not come out completely. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.